Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an unexplained high glucose reading of 600 mg/dl. She stated that she had been in the hospital for three days for another condition. She was on IV therapy and stated that there had been a recent change in the medication. She stated that she tried to treat the high blood glucose with a bolus but that it did not come down. She expressed symptoms of fatigue, dry mouth, nausea, and shortness of breath. Nothing further was reported.